Event description:
Complainant alleged that while attempting to pace a male patient (age unknown), the device was unable to detect the attached pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and pacer functional stress testing, using test accessories without duplicating the report. The device was recertified and returned to the customer. Review of the device logs did show pads off, pacer cable fault when pacing, pacer pads lead fault, and ECG lead fault messages. However, they do not indicate a device malfunction and could have several different causes, including, but not limited to, poor patient preparation, poor coupling, or defective accessories. A valid patient impedance through the pads and an ECG signal through the ECG leads cable are necessary criteria for pacing. Analysis of reports of this type has not identified an increase in trend.